Event description:
On 17/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. Medical records were received from the patients¿ pd registered nurse (pdrn) confirming the patient presented to the emergency room on (B)(6) 2024 complaining of acute ¿debilitating¿ abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 3165 u/l, neutrophils = 96) were collected, and the patient was diagnosed with sepsis (characterized by tachycardia, leukocytosis, and lactic acidosis) secondary to peritonitis. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) on (B)(6) 2024, and on (B)(6) 2024 the antibiotic route was changed to intraperitoneal (ip). The patient¿s peritoneal effluent fluid culture result returned positive for enterobacteria cloacae, and the patient¿s antibiotics were continued. A repeat cell count collected on (B)(6) 2024 revealed the patient¿s wbc count had decreased to 651 u/l, and the patient was discharged later the same day in stable condition. The pdrn stated the cause of the peritonitis/sepsis is unknown, as no breaks in aseptic technique were noted. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. The patient continued ccpd therapy while hospitalized, and following discharge resumed utilizing the same liberty select cycler without reported issue. Of note: following discharge, the patient was receiving ip ceftazidime 2000 mg daily, however it was discontinued due to nausea and vomiting. The antibiotic was replaced with oral ciprofloxacin 250 mg once a day for 18 days, and oral nystatin 100,000 units/ml ¿swish and swallow¿ four times daily (duration not provided).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain) and sepsis, which required hospitalization and antibiotic therapy. The pdrn stated the definitive etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, during follow-up the patient¿s primary pdrn reported the patient continues to utilize the same liberty select cycler without reported issue. Of all the gram-negative organisms, those from the enterobacteriaceae family are the most common causes of pd-related peritonitis. Peritonitis caused by enterobacteriaceae may be due to touch contamination, exit site infection, or a possible bowel source, but the exact etiology is often unclear. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 17/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. Medical records were received from the patients¿ pd registered nurse (pdrn) confirming the patient presented to the emergency room on (B)(6) 2024 complaining of acute ¿debilitating¿ abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 3165 u/l, neutrophils = 96) were collected, and the patient was diagnosed with sepsis (characterized by tachycardia, leukocytosis, and lactic acidosis) secondary to peritonitis. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) on (B)(6) 2024, and on (B)(6) 2024 the antibiotic route was changed to intraperitoneal (ip). The patient¿s peritoneal effluent fluid culture result returned positive for enterobacteria cloacae, and the patient¿s antibiotics were continued. A repeat cell count collected on (B)(6) 2024 revealed the patient¿s wbc count had decreased to 651 u/l, and the patient was discharged later the same day in stable condition. The pdrn stated the cause of the peritonitis/sepsis is unknown, as no breaks in aseptic technique were noted. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. The patient continued ccpd therapy while hospitalized, and following discharge resumed utilizing the same liberty select cycler without reported issue. Of note: following discharge, the patient was receiving ip ceftazidime 2000 mg daily, however it was discontinued due to nausea and vomiting. The antibiotic was replaced with oral ciprofloxacin 250 mg once a day for 18 days, and oral nystatin 100,000 units/ml ¿swish and swallow¿ four times daily (duration not provided).